Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, it is possible difficulties advancing the valve through the ¿very¿ tortuous right iliofemoral vessel contributed to the event. Additionally, it was perceived the root cause was due to a plaque disruption upon sheath insertion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, a dissection flap distal to the puncture site and a dissection above the puncture site were observed post tavr. A self-expanding stent was placed across the right common femoral artery dissection. The stent was placed and a good result was achieved, the patient was taken to the ICU in stable condition there was difficulty advancing the thv through the patient's very tortuous right iliofemoral vessel. A successful 23mm sapien 3 thv was placed in the aortic position via the rfa. The 14 french e-sheath was removed without incident and two perclose suturing devices were used to close the arteriotomy. A contralateral retrograde injection was made with dsa which noted a dissection flap distal to the puncture site and a dissection above the puncture site. There was good distal flow however, the surgeon felt it best to treat the vessel at the time of the procedure. The decision was made to place a self-expanding stent across the right common femoral artery dissection. The stent was placed and a good result was achieved, the patient was taken to the ICU in stable condition. The patient's minimum luminal diameter (mld) is 5.7 x 6.4 with the calcification indicated as none and tortuosity indicated as moderate.